Event description:
It was reported on (B)(6) 2012 that a vns patient would have the device removed as it was causing her pain. On (B)(6) 2012 it was reported that the device would be removed due to a lack of efficacy and it was bothersome to the patient. The generator and lead were explanted on (B)(6) 2012 and returned to the manufacturer on (B)(4) 2012. Analysis is underway. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when analysis of the explanted lead was completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Pa of the explanted generator was completed on (B)(6) 2012. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of pain). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.